Event description:
It was reported the xenon light source exhibited a communication error b30. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Advised the customer to try these scopes on another tower and observe the result as well. Regarding this tower, there are three components remaining that might cause this error, the xenon light source, the digital light source communication cable, and the video system center. If possible, he can swap out these components one at a time and observe the result. There is not enough information at this time to identify which item failed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.